Event description:
The customer stated, that she tested her blood glucose and received a reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 170 mg/dl. A normal control range was not provided, but should be around 94-129 mg/ml. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.